Event description:
Healthcare professional reported left side capsular contracture, baker grade IV, double capsule and "significant radial fold" diagnosed via ultrasound. The device has been explanted with a complete capsulectomy and replaced with another manufacturer's brand. The excised capsule was sent to pathology for analysis, which found fibrosis in relation to the periprosthetic capsule and cd30 negative lymphoid component.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 10/jul/2024.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: crease/folding of implant-breast: observed, fold creases. Double capsule-breast: unable to observe since it is not related to the device. Capsular contracture-breast: unable to observe since it is not related to the device as per the investigation procedure deformation, wear abrasion and particles were observed. None of the observations are found to be potentially related to the manufacturing process.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV, double capsule and "significant radial fold" diagnosed via ultrasound. The device has been explanted with a complete capsulectomy and replaced with another manufacturer's brand. The excised capsule was sent to pathology for analysis, which found fibrosis in relation to the periprosthetic capsule and cd30 negative lymphoid component.

Event description:
Physician reported left side capsular contracture, baker grade IV, double capsule and "significant radial fold" diagnosed via ultrasound. The device has been explanted with a complete capsulectomy and replaced with another manufacturer's brand. The excised capsule was sent to pathology for analysis, which found fibrosis in relation to the periprosthetic capsule and cd30 negative lymphoid component.

Manufacturer narrative:
Continued e1 (phone number): (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.